Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. Customer reported to philips that the system was unable to emit x-rays. The philips field service engineer (fse) visited system onsite and performed troubleshooting actions, which revealed the cube (central unit/basic extension) was defective. To resolve the issue, the fse replaced cube and performed functional tests, after which the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use, and the issue happened due to improper maintenance. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Corrected: health impact code and additional narrative. Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the clinical procedure was completed by deleting old patient data. Customer reported to philips that the system was unable to emit x-rays. The philips field service engineer (fse) visited system onsite and performed troubleshooting actions, which revealed the cube (central unit/basic extension) was defective. To resolve the issue, the fse replaced cube and performed functional tests, after which the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. The risk of death or serious injury due to a repeat of this situation is not unlikely. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not emit x-ray. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.